Event description:
It was reported that the tip of the catheter detached during retraction of the stent delivery system, resulting in surgical removal of the tip and placement of an eptfe bypass graft. Reportedly, the intended procedure included treatment of a severely calcified lesion in the distal superficial femoral to the proximal popliteal artery. Upon stent deployment, the proximal portion of the stent compressed and the delivery system got caught either on the stent or the calcified lesion and could not be removed. The physician attempted to remove the device by massaging the vessel, but was not successful. The physician continued to manipulate the device in a gentle fashion, turning it in both directions when the tip detached from the catheter. The delivery system was removed, and the pt was transferred for surgical treatment. The pt received an eptfe bypass and was reported to be doing well.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The stent remains implanted, and the delivery system has been retained by the used facility. The event investigation is currently underway.